Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the right side. Deflation was confirmed by physician during visual exam. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 325cc, catalog number 3502325 on (B)(6) 2019.

Manufacturer narrative:
Additional information received on 5/3/2019 indicated the device explantation surgery has been postponed. Therefore, the date of explantation is unknown at this time. Manufacturer¿s reference number: (B)(4).